Event description:
During the index procedure the patient had an endeavor sprint drug-eluting stent implanted in the rca. Approximately 8 months post index procedure the patient suffered a gi bleed. The patient's dual antiplatelet therapy was discontinued. The investigator assessed that the event was not related to the study device. The patient recovered. Approximately 9 months post index procedure the patient suffered an mi. Patient underwent a target vessel revascularization and had a drug-eluting stent implanted in the rca. The investigator assessed that the event was not related to the study device. The patient recovered.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi and hemorrhage). Evaluation conclusion: inherent risk of procedure (mi and hemorrhage).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (gi bleed, death).

Manufacturer narrative:
Investigator assessed that the previously reported myocardial infarction event is related to the study device. The investigator assessed the gi bleed as not to be related to the device.

Event description:
A second gi bleed event occurred 9.5 months following the index procedure. Patient was treated with a transfusion. Non sudden, non-cardiac death occurred approximately 20 months post index procedure. Patient's death was reported to be chf increment. Investigator indicated there was no causal relationship between the death event and the study device.